Event description:
The needle sparked in the patients mouth which left a little mark on the insulation - 25 cut/25 coag. Although spark occurred when the needle was inside the patients mouth no adverse consequence resulted. They use a valley lab console. The anesthesiologist informed the circulating nurse that there was excess oxygen present when the spark occurred.